Event description:
It was reported that noise was observed on both leads with isometric exercises. It was also reported that the device had inhibited pacing due to oversensing and there was suspected loss of capture. The right ventricular lead was capped and replaced and the device was explanted and replaced. The atrial lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found during analysis. We did receive performance data collected from the device and have analyzed the data. (B)(4).